Event description:
The medical facility reported that during a leep vaginal procedure, the patient was shocked due to a small scratch in the leep vaginal specula coating. The patient was given xylocaine jelly for the minor burn and was instructed to contact the medical facility if any complications arise. As of this reporting date, the user facility has not been notified of any complications as a result of this occurrence.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information. Integra lifesciences corporation is filing on behalf of the initial distributor.